Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the loop recorder exhibited post-sensed t-wave over-sensing. Programming changes were made. No patient consequences reported.